Event description:
An altitude alarm was reported with the pump, which had previously been affected by exposure to moisture, potentially triggering the alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer did not need to replace the pump cartridge and was able to resume insulin delivery with the original cartridge after receiving preventive tips for altitude alarms from support.